Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed de-novo lesion located in the normally tortuous and calcified superficial femoral artery (sfa). An initial dilation was performed successfully with a 1.5x20mm sterling es balloon catheter. This 3mmx40mmx146cm sterling es balloon catheter was used next, however, the balloon ruptured on the first inflation at 14atms. The device was removed from the pt intact. The procedure was completed successfully with a 3.0x40 symmetry balloon catheter. There were no reported pt complications. The pt status is listed as "good".